Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Review of the x-ray shows that there is superolateral position of the prosthetic femoral head within the acetabular cup reflecting moderate polyethylene liner wear. There are no abnormal radiolucencies and there is no evidence of subsidence. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was experiencing loss of mobility, localized pain, squesk sound when is in motion approximately 6 years post initial surgery. During the procedure the surgeon observed metallosis, this due to the apparently polyethylene early wear, this caused direct contact of the femoral head to the acetabular cup. Cup , poly and femoral head were replaced. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Medical devices - m/h radial 3-hole shell 58mm # item 12-104158 lot 948080; taperloc microp fmrl 13.5mm # item 14-103207 lot 274970; cer bioloxd mod hd 36mm +6 nk # item 12-115123 lot 561980. (B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is experiencing unknown medical conditions post approximately 6 years post initial surgery. Attempts have been made and additional information on the reported event is unavailable at this time.